Event description:
It was reported through a journal article that one knee was revised due to a patella fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: literature - greenberg, a., braunstein, d., abughaduma, n.r., gross, a., safir, o., kuzyk, p., wolfstadt, j., backstein, d. (2025). Survivorship and complications in revision total knee arthroplasty with a constrained condylar knee implant: a minimum 10-year follow-up study. The journal of arthroplasty, volume 40, issue 12, 3240 - 3245. Doi: 10.1016/j.arth.2025.05.088. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.